Manufacturer narrative:
Initial reporter fax number: (B)(6). Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Wrinkling: wrinkling is not observed. Additional observations: deformation observed. Yellow particles observed on the surface of the shell. No further actions are required as the device was implanted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
A healthcare professional reported capsular contracture baker grade iii. This record relates to the right side. The device has been explanted.